Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to charged coupled device (ccd) unit broken during user handling resulted in no image. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found that there was no image, the adhesive was deteriorating, and the keytop rubber was perforated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, evis exera ii bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image. This report is being submitted for the event found during evaluation. There was no patient involvement.